Manufacturer narrative:
Depuy synthes power tools device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device could not secure the cutter device, overheated, made excessive noise, the etching was illegible and worn. The device also failed pretests for marking and labeling, tool coupling for cutting tool and function test. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the burr attachment device could not secure the cutter device, overheated, made excessive noise, the etching was illegible and worn. It was further determined that the device failed pretest for marking and labeling, tool coupling for cutting tool and function test. It was noted in the service order did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes power tools device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device could not secure the cutter device, overheated, made excessive noise, the etching was illegible and worn. The device also failed pretests for marking and labeling, tool coupling for cutting tool and function test. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the burr attachment device could not secure the cutter device, overheated, made excessive noise, the etching was illegible and worn. It was further determined that the device failed pretest for marking and labeling, tool coupling for cutting tool and function test. It was noted in the service order did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.